Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also received an open book image, an insulin flow block alarm, and the pump buttons were not working. The customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion) and hypoglycemia with glucose. The event involved product(s) mmt-7020a, mmt-1880l, mmt-332a, mmt-386a. Troubleshooting was performed for the keypad anomaly, and the customer reported that the issue was resolved. Troubleshooting was not performed for the insulin flow block alarm, as the event was resolved in the past. Troubleshooting was performed for the critical pump error, and the customer found no damage to the pump. Troubleshooting was not performed for hyperglycemia and hypoglycemia. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7020a. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-386a.

Manufacturer narrative:
Unit received with critical pump error due moisture damage on the pcb1 board and pcb2 board. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Unable to confirm units of normal bolus delivered on 07/04/2025 due to insufficient pump downloaded history. Unit unable to perform displacement test, displacement accuracy test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 07/04/2025 13:26:00.000 in pump downloaded history. The following were noted during visual inspection: moisture on keypad traces, corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, stained keypad overlay, pillowing keypad overlay, broken belt clip rails and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation due to moisture damage to the pcb1 board, pcb2 board, and force sensor. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Unable to confirm insulin flow alarm due to critical pump error. Unable to confirm unresponsive keypad due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.